Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 30, 2007. Evaluation summary: the reported condition of failure code 16:310 was confirmed. Inspection of the device found that failure code 16:310 was caused by a faulty user interface module. The user interface module was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
During service by baxter, the infusion pump was found to contain failure code 16:310. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.